Manufacturer narrative:
H3, h6: the real intelligence cori, pn: rob10024, sn: (B)(6) used for treatment was returned to the designated complaint unit for evaluation. A visual inspection and functional evaluation were done on the console. The case files were not provided to confirm the "system console is bad" error message, and the functional evaluation did not confirm the reported "system console is bad" error message when running through a case. An intermittent issue with the tcu board hardware is a possible cause for the "system console is bad" error message. Another possible cause could be debris in the drill that prevents the exposure from moving, which then throws the error message. The functional evaluation confirmed a faint lcd screen upon booting up the console. The console was opened and the original lcd cable was swapped with a known, working cable, and the lcd screen was functional. Therefore, the most likely cause of the reported console screen light being off is an intermittent lcd cable. The ¿system console is bad¿ error message is a system fault error message that requires the user to restart or shut down the cori system. Refer to appendix c in of the real intelligence cori for knee arthroplasty user manual. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. A failure can consist of, but is not limited to, a system software crash, unrecoverable hardware failure, handpiece failure with no backup available, tracker failure or loss of contact with bone that is unrecoverable, etc. This situation is captured in the optimus risk assessment released at the time of the complaint. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review found similar reports, this issue will continue to be monitored. Prior escalation criteria was reviewed, and there are no prior escalation actions applicable to the scope of the reported compliant. Although no further action is necessary at this time, the issue will be continuously monitored through complaint investigation and post market surveillance.

Event description:
It was reported that during a cori ukr lad/demo, they received a bad console error while cutting tibia. They tried to resume case, but received same error at calibration. They restarted the system and were able to resume the case with a delay of fewer than 30 minutes. They also noticed the light on front of console screen is also off. No patient was involved. No other complications were reported.